Event description:
It was reported that treatment was attempted on a calcified mid-lad lesion. Two balloon dilatations were performed and ivus was used to confirm the vessel diameter of 3.3 mm. The deployment of the penta at 8 atm did not completely appose the stent to the vessel wall, so another balloon inflation of the stent was performed at 16 atm (coronary to IFU). A vessel perforation was then identified. A perfusion balloon was inflated for 17 minutes to stop the bleeding and a pericardiocentesis was performed.